Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient has experienced problem using their deep brain stimulator (dbs). By 2 years her left and right dbs did not work for her. No further complications were reported or anticipated with this event.